Manufacturer narrative:
H6: investigation summary: a batch history review (DHR), maintenance records and quality notifications were performed and no deviations were found for this batch. The photos provided by the customer show the product lid and the customer putting his hand through the lid. All parts of the descartex product (bucket and lid) are manufactured using standard molds that meet current specifications and standards. According to the product requirement "when the mouth of the container has an opening with area greater than 40cm² or diameter greater than 7,13 cm, it must have a mechanism that prevents the entrance of the hand and removal of discarded material". The lid of the descartex product has by specification a diameter less than 7.13 cm, so the mechanism that prevents the entry of the hand is not required. Since bd is in accordance with the product specification and meets the current standard, bd does not confirm the complaint.

Event description:
It was reported that 8 sharps coll ii bd 13l experienced broken lids. The following information was provided by the initial reporter: bd's chemical waste disposal boxes were received, which were delivered without the "claws" on the lid. The boxes we received have a wide opening which allows access to medicines in the same way as our current cardboard box.

Manufacturer narrative:
Medical device expiration date: na. Investigation summary: a batch history review (DHR), maintenance records and quality notifications were performed and no deviations were found for this batch. The photos provided by the customer show the product lid and the customer putting his hand through the lid. All parts of the descartex product (bucket and lid) are manufactured using standard molds that meet current specifications and standards. According to the product requirement "when the mouth of the container has an opening with area greater than 40cm² or diameter greater than 7,13 cm, it must have a mechanism that prevents the entrance of the hand and removal of discarded material". The lid of the descartex product has by specification a diameter less than 7.13 cm, so the mechanism that prevents the entry of the hand is not required. Since bd is in accordance with the product specification and meets the current standard, bd does not confirm the complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 8 sharps coll ii bd 13l experienced broken lids. The following information was provided by the initial reporter: bd's chemical waste disposal boxes were received, which were delivered without the "claws" on the lid. The boxes we received have a wide opening which allows access to medicines in the same way as our current cardboard box.